Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were the sutures reprocessed? They were in medline case packages. The staff said they thought medline sterilizes those packs. Lot number: unknown procedure name: lap sleeve event date unknown what medical/surgical intervention was provided to manage post -op suture breakage issue? Another monocryl was used after how long post -op did the patient return with the issue? 2 weeks how was the sutures placed? Unknown on what tissue was the suture used? Skin what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal patient¿s current condition. Unknown attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the procedure? How was the suture placed on the skin (interrupted or continuous)? Was there any patient activity prior to the post op breakage (fall, cough, other)? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Was the suture found broken, if so, where on the strand? Can you provide patient gender, age and weight? What is the current condition of the patient?

Event description:
It was reported a patient had lap gastric sleeve procedure on unknown date and suture was used on the skin. It was reported that approximately 2 weeks post operatively, the suture was found broken. Another suture was used to close the skin on an unknown date. The patient condition is unknown. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: with regards to the patient that had suture break post op - was the patient taken back to or for re-suturing or additional medical / surgical intervention? Based on what I was told, (B)(6) suture them up in the office. It was a small port 5mm port site. You reported "what medical/surgical intervention was provided to manage post -op suture breakage issue? Another monocryl was used after how long post -op did the patient return with the issue? 2 weeks on what tissue was the suture used? Skin what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal what was the date of the procedure? I don¿t know how was the suture placed on the skin (interrupted or continuous)? Continuous was there any patient activity prior to the post op breakage (fall, cough, other)? Unknown what was the date of the second procedure? Unknown can you describe the appearance of the suture during the second procedure? No was the suture found broken, if so, where on the strand? Right in the middle can you provide patient gender, age and weight?unknown, the patients were all bariatric size what is the current condition of the patient? Issue resolved with another suture.